Manufacturer narrative:
Follow-up #1: date of submission 09/18/2015, device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: the black box data from the date of the complaint had been overwritten due to continued use of the device. The current black box showed no evidence of short battery life. The pump powered on with the returned battery cap which was able to fully tighten. Current draws were within specifications. The pump case was opened and there was no moisture or damage observed inside. Unrelated to the original complaint, there was a vertical line in the display image and the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.